Event description:
It was reported that during an unknown procedure, the clip was not fed into the jaws properly. Another device was used to complete the case without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out with the orange indicator wheel under traveled. In addition, the tip of the advancer was noted to be broken; this condition prevents the clips to fully advance into the jaws. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the orange wheel indicator failure.